Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support to resolve the issue. There was no reported impact to the customer¿s blood glucose level.